Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 238 mg/dl. A root cause could not be determined and a replacement sensor was sent to the customer. The customer reported a bg of 600 mg/dl. The customer attempted to treat the high bg with a manual injection of insulin. The customer was subsequently admitted to the hospital on (B)(6) 2020 with diabetic ketoacidosis. Customer was treated with intravenous fluids. Multiple attempts were made by tandem customer technical support regarding the issue, however the customer did not respond.